Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient had a stage 2 implant. They were unable to place a second lead so one lead was placed midline. Intra-operative testing showed equal bilateral coverage. There was a migration. At the end of the procedure, the patient was uncooperative while on the table. Seven staff member had to keep them safe while on the table. The patient was trying to come up off the table. At programming post-operatively, coverage was only felt on their right side rather than bilaterally. The patient did not recall being uncooperative. The cause of the issue was due to emerging from the anesthesia. The rep attempted to program all along the lead and all electrodes felt on the right side. It was unknown if the issue resolved. The rep would obtain more information from the healthcare professional (hcp) on (B)(6) 2018. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Additional information was received. The other applicable component: product ID: 977a260, serial# (B)(4); product ID: 977a260, serial# (B)(4), product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that they met with the patient at his po st op, and they could not get left sided coverage up and down his one lead. No factors reported to have led to this issue. It was reported they are trying hd stimulation as patient has back pain and electrode. It is unknown if the issue has resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient presented at the appointment with only 20% relief. The rep stated that a healthcare professional (hcp) was talking to the patient about the pain pump. No further complications were reported. Follow up was conducted.